Event description:
The device was used during a gynecological procedure. Reportedly, the instrument was difficult to open and the handle broke. The surgeon applied another device to complete the procedure. The hopsital has reported no patient injury occurred.